Event description:
It was reported that the patient had three inappropriate shocks due to oversensing via wide intrinsic complexes. The patient is was found seizing at home and is now in the hospital. In a review of an x-ray, the tip of the electrode is deviated to the left away from the sternum. This may have an impact on sensing. Technical services advised some programming options. The system remains implanted.